Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was admitted to the hospital, the day before the death for chest pain and passed away the next day due to myocardial infarction, while in the hospital. Peritoneal dialysis (pd) therapy was ongoing at the time the patient expired; however, the patient was not performing therapy with a homechoice system or a baxter solution at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.